Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via patient indicated that patient got burning pain at the pocket site when they dance ,walk, vigorous or even swim. The patient was unable to lay on that side due to the pain. It did not matter the device was on or off ,patient still had pain. The patient indicated that they had severe back pain when they sit and that increase at the day progresses' patient felt it at the lead incision site down about four inches to the right of their "butt crack". The patient had intermittent right leg ,foot and calf numbness and periodically. The patient have strange pulsations in their left breast and numbness in their right arm and other places. The patient had decreased the device amplitudes down from program 3 at 1.1 down to 0.7 which helps some but the back pain and some numbness persisted. X-rays shows that the lead was still in the correct position. The patient will be having it removed on (B)(6)2018.the patient was unable to adjust to the odd sensations and persistent pain in their lower back and numbness of their extremities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had pain at where leads are implanted, like a stitch it tight and tearing at the skin. The patient noted they were feeling burning pain on/off in the pocket are soon after implant. The patient reported they felt like they had more settings on their programmer during the trial but now they only had four. The patient reported they felt like they had more problems after the implant. They noted their retention was better (90% better) but that they were having negative side effects like the pain at implant site and other strange things. The patient reported they were having numbness in their right foot and leg, depending on what program or amplitude that was used. The patient reported they turned the stimulation down and they still had numbness. The patient stated they were currently on program 3 at 0.5 and that they have changed amplitude several times. The patient reported having no falls and that they had their next appointment in 3 months. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.